Event description:
Additional information received indicated surgical intervention occurred wherein the ipg was explanted and replaced to address the issue. Additionally, during the procedure, the patient's leads were observed to have migrated (related manufacturer reference numbers:1627487-2022-03630; 1627487-2022-03631). In turn, both leads were explanted and replaced, addressing the issue.

Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
¿Date of event¿ is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient did not recharge the ipg as recommended. The ipg became inoperable and patient lost therapy. Surgery may occur to address the issue.